Manufacturer narrative:
Citation: binsalamah z. Et al. Primary aortic root replacement outcomes and risk factors in pediatric patients. Ann thorac surg, 2020 jul;110(1):189-197. Pmid: 32251661. Doi: 10.1016/j.athoracsur.2020.02.060. Epub 2020 apr 3. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes and risk factors in pediatric patients undergoing aortic root replacement (arr). All data were retrospectively collected from a single center between january 1985 and december 2018. The study population included 206 pediatric patients, 7 of whom were implanted with medtronic freestyle aortic root bioprosthetic valves (predominantly female, mean age 10.5 years, mean weight 26.9 kg). No serial numbers were provided. Among all patients, overall 5-year mortality was 8% and 10-year mortality was 10%. Ten-year survival was 100% in all medtronic freestyle, therefore based on the available information medtronic product was not associated with the deaths. Among all medtronic freestyle patients, adverse events included: aortic root replacement re-operations due to graft stenosis. Based on the available information medtronic product was directly associated with the adverse events.